Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv defibrillation coil had triggered an alert for high impedance on two occasions. Serial impedance measures performed during an office visit do not show lead issue evidence. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a few months later the lead was capped and replaced due to high impedance in the svc and rv coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.